Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Campos villarreal, d. Et al. Visible arcing observed with pulsed field ablation applications delivered near a left atrial appendage occlusion device. Heart rhythm, volume 22, december 2025, issue 12, e1300 e1301. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. With all the available information, boston scientific (bsc) concludes: device history record review the lot number of the farawave catheter was not provided, therefore a device history record review was unable to be performed. The upn of the farawave catheter was not provided, therefore a ship history of previous lots sent to the customer were unable to be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis the farawave catheter was not returned therefore returned device analysis could not be performed. Labeling review there was no evidence to suggest the device was used in a manner inconsistent with the labeling. Investigation conclusion bsc has assigned an investigation conclusion code of unable to exclude device problem. It was reported via literature that during a pulse field ablation procedure on an in vitro model arcing between a farawave catheter and a left atrial appendage occlusion device occurred. As the farawave catheter was not returned for analysis the reported arcing could not be confirmed. Risk review a review of the farawave catheter hazard analysis was completed and confirmed that the events of arcing and device interaction with another device were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported via literature article that device arcing occurred. A study was conducted to evaluate the potential for electrical arcing during the performance of pulse field ablation procedures in close proximity to intra cardiac devices with metallic components. The testing of a scenario of possible arcing was performed with a farawave catheter in a clinically relevant circumstance using an in vitro model. The farawave catheter was positioned with one (1) electrode touching the wire mesh framework of left atrial appendage occlusion (laao) device. Visible light and gas formation was observed during ablation delivery and arcing occurred between the farawave catheter electrode and the nitinol strut of the laao device.

Event description:
It was reported via literature article that device arcing occurred. A study was conducted to evaluate the potential for electrical arcing during the performance of pulse field ablation procedures in close proximity to intra cardiac devices with metallic components. The testing of a scenario of possible arcing was performed with a farawave catheter in a clinically relevant circumstance using an in vitro model. The farawave catheter was positioned with one (1) electrode touching the wire mesh framework of left atrial appendage occlusion (laao) device. Visible light and gas formation was observed during ablation delivery and arcing occurred between the farawave catheter electrode and the nitinol strut of the laao device.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Campos villarreal, d. Et al. Visible arcing observed with pulsed field ablation applications delivered near a left atrial appendage occlusion device. Heart rhythm, volume 22, december 2025, issue 12, e1300 e1301. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.